Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: the h6 "component code" was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, due to leakage from the s-cover and switch box, reprocessing could not be conducted properly therefore the foreign material could not be removed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the air/water tube, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing and deformation of the switch box; the forceps channel port had a dent; the suction cylinder had no color; the label on the suction connector was peeled; the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the image guide protector had a cut; the light guide lens was cracked and dirty inside; the bending tube and the universal cord were deformed; and there were scratches on the grip, the right/left knob, the upward/downward knob, the scope cover, the scope connector cover unit, the scope connector case unit, and the plug unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the sheathing on the control panel of the loaner gastrointestinal videoscope came loose during reprocessing. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.